Event description:
It was reported that the lead delivered an inappropriate shock while the patient was chopping wood. Upon interrogation, noise and oversensing were noted. It was discussed that the oversensing may have been positional durng the wood chopping. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured. The patient¿s implantable cardioverter defibrillator (ICD) system was ¿turned off¿ due to the rv lead fracture. Several years later the ICD triggered an audible alert for a charge circuit timeout. The rv lead and ICD remain inactive/implanted.